Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) via a manufacturer representative reported that the tip of blade was broken during procedure. The broken part did not remain in the patient's body. The device was replaced with a new one and the procedure was completed with no issue. There was no patient impact.

Manufacturer narrative:
Analysis found that visually, the distal tip had broken off the inner cutter. The portion that became detached measured approximately 0.24¿ in length. The break occurred at the first proximal tooth valley. The outer assembly was deformed in such a way that indicates the inner blade teeth impacted the outer teeth at the 4th proximal valley while moving in a ccw direction which resulted in the observed break. There was no evidence of concentricity issues or bend in the outer tube. There was uneven wear at the cutting tip as well. If information is provided in the future, a supplemental report will be issued.